Event description:
A report was received that the patient was experiencing rashes on both arms with stimulation on or off. It was unknown if it was device related or not. The patient went to the hospital and was given steroid and the rash cleared up right away. The patient was reportedly doing well. No further information could be obtained.